Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. (B)(4).

Manufacturer narrative:
The product was not returned for analysis because it remains implanted in the patient. Review of the manufacturing documentation confirmed that the pump met all requirements for release. A review of the controller log files revealed multiple "electrical fault" alarms and "high watts" alarms, as well as a "vad stopped" alarm, consistent with the reported event. The heartware® instructions for use advises, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion hang freely where it might get caught." Based on the review of the information available, the cause of the reported event is user error, as the patient had closed the car door on his driveline. No additional information will be forthcoming.

Event description:
Patient reported to vad engineer that he closed the car door on his driveline cable. After that episode, he reports having electrical fault and high watts alarms. The patient was admitted to the ICU, and continued to have electrical fault alarms. The patient did not have any clinical symptoms associated with this event. Site stated that the pump is operating on a single motor stator. Preliminary log file review confirmed pump stops. Patient underwent splice procedure by heartware clinical engineers with clinical specialist present. Patient is clinically stable and has not had any adverse events to this date. Investigation is on-going.